Event description:
As reported per the edwards field clinical specialist (fcs), during a transaortic tavr procedure, successful bav was performed under rvp at 180 bpm. Difficulty was encountered during positioning of the valve due to the angle of the sheath and prior to deployment of the valve, an aortic dissection was noted on tee, possibly cause by the bav. The situation was discussed and it was determined to deploy the valve then deal with the dissection. The patient remained in a stable hemodynamic state while the valve was positioned and deployed under rvp. The delivery system and sheath were removed and the aorta was successfully closed. The patient was prepped for an ascending aorta repair in or surgical fashion. Follow up revealed that there was a root rupture that was possibly caused by the bav. The patient underwent an ascending and hemiarch repair with circ arrest and root repair. The patient ended up having a sizable hematoma on the back side of her heart and the dissection was from the root to the ascending aorta. The physician felt that given the location of the hematoma, the dissection most likely originated from the root. The patient was transported from room in stable condition and doing well.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the dissection and root rupture is unknown. Per report, there was severe native valve/leaflet calcification, but no aortic root calcification it appears to have occurred after bav, but the timing is uncertain. The valve was deployed successfully while the patient remained hemodynamically stable, and the patient subsequently underwent successful surgical repair of the aortic root rupture and dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.